Event description:
It was reported that during a bph procedure, while using a surgical side-firing fiber for approximately 5 minutes with power set at 80 w in the cysto room, it was noted that the circuit breaker tripped and laser shut down. Neither the laser nor the fiber functioned after the power was restored. The procedure was completed with an alternative method (loop). Patient outcome: "ok" reported. No injury to patient reported.